Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as the pump could not be depressed and the fluid could not be transferred to the cylinders. A revision surgery has been scheduled. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as the pump could not be depressed and the fluid could not be transferred to the cylinders, resulting in inflation issues. One month later, a surgical procedure was performed, during which air in the pump and fluid loss was noted. The source of the fluid loss could not be identified; therefore, all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Additional information updated: b5: describe event/problem d6b: explant date h6 device codes.